Manufacturer narrative:
Insulin pump passed displacement test; it failed self test returning an unexpected hardware low level failures. Hardware low level failures is confirmed in the formatted history file (variable info = 3) due to a loose connection or a cold solder joint at keypad assembly. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure. The customer¿s blood glucose level was 7.6mmol/l. Self test was performed and it did not work. Customer also reported that alarm recurred after insulin pump restarted. The insulin pump will be returned for analysis.